Event description:
It was reported that a death occurred. The patient presented with coronary artery disease. A 2.75 x 12mm promus elite stent was implanted in a lesion in the left main coronary artery along with a 3.0 x 12mm promus elite stent in the right coronary artery (rca) ostium and a 2.75-2.25 x 60 non-bsc stent in the distal rca. The patient was stable post procedure. Two days later, the patient collapsed and died. It was further reported: the patient presented with an acute inferior wall myocardial infarction with angina and cardiogenic shock. The patient was immediately taken for primary percutaneous coronary intervention where two stents were placed in the rca ostium and left main ostium. The patient died on the table and acute stent thrombosis of the rca stent was noted. No autopsy was performed.

Manufacturer narrative:
Device is a combination product. A2 - age at time of event: 18 years or older. Date of death corrected from (B)(6) 2020 to (B)(6) 2020. Date of event corrected from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a death occurred. The patient presented with coronary artery disease. A 2.75 x 12mm promus elite stent was implanted in a lesion in the left main coronary artery along with a 3.0 x 12mm promus elite stent in the right coronary artery (rca) ostium and a 2.75-2.25 x 60 non-bsc stent in the distal rca. The patient was stable post procedure. Two days later, the patient collapsed and died.